Event description:
This customer reported that after 15 minutes of monitoring a pt on battery power, the device shut down after a low battery alert. A second defibrillator was used for monitoring and the customer reported the same failure for that device. The second defibrillator is reported separately in MFR report # 1218950-2010-02087 (complaint # (B)(4)). The customer has stated that the defibrillator behavior had no relationship to the outcome for the pt. Both defibrillators were being used for monitoring only and not for any delivery of therapy. The involved pt was transferred to the ICU and died later.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.